Manufacturer narrative:
This device has not yet been returned to the manufacturer for evaluation yet, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history report revealed no issues that could be associated with this incident. The lot met all material assembly and performance specifications. There have been no previous complaints reported against lot number 1177360. A review of the july 2007 complaint report for similar failure modes was conducted and determined no adverse trends.

Event description:
In 2007, it was reported to boston scientific corporation that the guide wire included with a vaxcel PICC kit which was implanted for therapeutic purposes in a patient split in half during insertion of the device. According to the nurse, the PICC placement was difficult and during insertion of the wire, the wire split and shredded. Some of the wire fragments were removed from the patient with forceps. However, some fragments were left inside of the patient as the physician "feels that they pose no threat, so there are no immediate plans to remove them." The procedure was completed with the same PICC kit. There were no complications reported with this event.